Event description:
A review of service data has detected a reportable event. During servicing, battery pack sn (B)(4) was unable to charge. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. Upon receipt the battery pack was unable to power up and monitor and unable to charge. Per the battery supplier, the cause of the battery failure was isolated to excessively discharge battery cells. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.